Event description:
The pt contacted animas on (B)(6), 2010, alleging high blood glucose (bg) elevations for the past 2 months. The pt was reportedly seen in an emergency room (ER) on (B)(6), 2010, for high bg (300-400 mg/dl) with positive ketones. The pt was treated with an IV while connected to the pump the entire time. He was discharged the same day. The pt's mother mentioned that his doctor advised that the pump might be a cause for his high bg's and recommended a replacement. Prior to leaving the ER, the pt changed the site and observed no kink in the cannula. The pt admitted that he was diagnosed with shingles 2 months ago on an unspecified date/time. Since then, the pt claimed that he has had problems with bg control. No evidence of a malfunction was found during troubleshooting. The pt confirmed that pump settings were correct. Also, the bolus history was observed to be correct and correlated to the tdd. The pt denied that the reported insulin was expired or had an unusual appearance. The pt also denied an unplanned activity, alcohol use, or over-or under-estimating carbs. The pt claimed that his bg's had been around 40-70 mg/dl on and off on (B)(6), 2010. The pt was advised to contact his health care provider regarding low bg's and recommendations on pump settings. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed high blood glucose and ketones, and received IV treatment from an ER while using the pump.

Manufacturer narrative:
The device is not being returned to animas for eval. The animas cde involved with the contact with the pt determined that there was no malfunction with the pump.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: history for the time of the event was no longer available as the pump remained in use until (B)(4) 2011. A review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflected the user programmed rates. No alarms or conditions indicating a malfunction were observed in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.